Event description:
I had lasik surgery at (B)(6) center. After the surgery, I could not see anything for a few days, my left eye was left permanent damage and vision loss. My left eye was over corrected +4.5 with high order aberrations, and horrible double vision. My right eye has ghosting symptoms. During the surgery, my left eye felt very painful but the surgeon did not stop the surgery which gave me my left eye permanent damage now. My left eye is also in danger of early keratoconus. FDA safety report ID # (B)(4).